Event description:
Received report of transducer pressures not corresponding with peripheral bp. A pediatric pt in the picu with a history of trauma was showing high transducer pressures that didn't correlate with the lower peripheral pressures. Medicated with nipride for transduced reading to control bp. After further evaluation of the pt, the md discontinued the nipride, and the pt did well. The transducer was changed to a new lot number, and the readings correlated with the peripheral bp. No adverse pt effect reported while on nipride.